Event description:
Procedure was performed on the sfa: in treating the cto of sfa, it was noted to be heavily calcific and the physician had difficulty crossing the cto with a wire, but decided to attempt to treat after going subintimal and then gaining true lumen at popliteal area. Pta balloons were used to pre-dilate calcific sfa. The physician attempted to deploy a 7x150 protégé everflex. The catheter would not completely cross calcified lesion despite pre-dilation. The physician decided to deploy anyway after advancing as far as he could push the catheter. During pin and pull, it became apparent the sheath had separated from the distal grip and the stent was therefore only partially deployed. The physician grabbed a sheath and pulled in an attempt to fully deploy stent. The catheter was removed. It was noticed that only about 40mm of the stent could be seen on fluoro. At the back table, it was evident the stent had separated and was still inside the sheath. The physician thought he was pulling the sheath back by hand to deploy the stent fully, but instead the stent tore apart and the unsheathed portion was removed with the rest of the catheter from the body the physician post dilated the estimated 40mm of stent and decided to deploy an additional 7x150 protégé everflex. Again, the stent would not cross through the calcific sfa area, so the stents were overlapped and a 7x150mm everflex was successfully deployed and then post dilated. Case was stopped with no injury to the patient.